Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose over 400 mg/dl. The customer¿s blood glucose level was unknown at the time of the incident and the current blood glucose level was unknown. The customer stated that insulin pump gives the insulin flow block alarm and the troubleshooting was performed for the insulin flow block alarm and the event was resolved by changing the infusion set. The customer declined the troubleshooting for the high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was treated with the insulin pump and the manual injection. The insulin pump will not be returned fir the analysis.